Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer stumbled and subsequently, the pump touch screen cracked. Although pump was functional, customer did not "feel safe" using pump due to the broken glass. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.